Manufacturer narrative:
This is the same event as 3010536692-2014-01823, -01824.

Event description:
Allegedly the patient was revised due to the following mom complications: elevated plasma levels; elevated chromium & cobalt; pain (left).